Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures, identified fracture of the femoral impactor pad. Lot number could not be confirmed, from the provided pictures. No further evaluation can be made. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. This complaint is confirmed, based off the picture of the fractured device provided. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor head chipped off while the surgeon was impacting the femoral trial. There was no consequences or impact to the patient.`